Event description:
Customer stated that the insulin pump is having a lot of issues. The insulin pump is not alarming when bent cannula has occurred. Customer is experiencing high blood glucose. Customer was unaware that the insulin pump was not working. Sensor has also been malfunctioning. The blood glucose reading is 376 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.